Event description:
Enduser states that after 24 hours the wafer cut into his stoma causing a cut to the stoma. The reporter could not describe how long.

Manufacturer narrative:
Based on the available information, the adverse event a "cut" near/on the stoma is deemed a serious injury as the "open" area/tissue may become severe enough to warrant medical intervention to bring under control. The enduser reported the cut has healed and he has applied a different pouch. No additional patient/ event details are known at this time. A return sample is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.